Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. Blank display not confirmed. P-cap/reservoir locked properly in place. Insulin pump received with cracked belt clip rail case corner and battery tube threads. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge/battery lasts less than expected not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead. Customer¿s blood glucose level was 230 mg/dl. Customer had problems with the battery, received low battery alerts and placed a new battery then insulin pump was dead. Customer stated that battery conductor fell off and the battery compartment of the insulin pump was broken. Customer also stated that the contacts on the battery cap was neither missing nor damaged, battery compartment was damaged and spring was neither damaged nor corroded. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.